Manufacturer narrative:
Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 3889-28, lot# v019002, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was indicated a year ago patient symptoms returned and their therapy was not working as expected. The patient also experienced loss of therapeutic effect. She had been having issues with emptying her bladder this past year. The patient felt she was not going to the bathroom as much as she should. It was indicated that she was afraid drinking, she felt her body was holding it. It was indicated that she felt bloated and felt like she was going to burst. It was noted that patient had not made any adjustment with their programmer. It was noted she stopped feeling stimulation a couple of months ago. The patient stated that she felt her neurostimulator (ins) life was long overdue. It was later reported that patient wanted to test her ins to make sure it was still functioning because for the last 4-5 months or may be longer (or year), her retention symptoms had returned and she did not know what the lifespan of the battery was. It was indicated that patient appointment with health care provider was scheduled on the day of this call. The patient described her retention symptoms" she felt very bloated like when she drank, was afraid to drink too much and she used to drink a lot¿. It was indicated that her symptom had returned but her first 2 years, it was great and "over the past year", she noticed a difference. It was noted that patient stim was on, program 1 at 1.6. It was noted that patient saw the low ins battery screen. The patient appointment coming up on tuesday and she wanted to try to get a representative at the appointment. It was reported 9 days later that patient was having problem with going to the bathroom because of the device for the last month. The patient reported that it had been coming on for the last couple months and she started to get really uncomfortable this last month. The patient indicated that she was eating right but only going to the bathroom once a day and felt like she was always bloated. It was indicated that patient went to the health care provider on the day of this call, she was not feeling it but her bladder was full and they had to catheterize her. It was indicated that patient had to self-catheterize herself now. The patient was still communicating with the device. It was reported that a day after this all, the device was implanted 7 years ago and didn't have any problems until recently. The patient had not been urinating as much. The patient device was implanted to treat retention. It was indicated that patient had been increasing stimulation but the symptoms had not improved after increasing stim. The patient had been drinking and drinking and felt like a balloon. The health care provider hcp took 2 things of urine out of her. She had not been feeling well. The patient next appointment was scheduled for wednesday from the day of this report. It was reported next day of the call that she felt like a balloon she was shown how to catheterize, but was uncomfortable and was thinking about going to the hospital a day after this call. She was having pain in her stomach after she catheterizes herself. The following day, the patient was not feeling good, she was nauseous and thought it was caused by her retention symptoms. It was indicated the next day ¿she ended up in the emergency room(ER) a day prior to the call and had a catheter strapped to her leg." Patient stated they took 1l out of her bladder and then they did a scan and she still had urine in her bladder. She stated she could not catheterize herself every day for 6 months. The patient stated she ¿felt like she has a problem with their pacemaker¿ it was reported later that she ended up at the hospital and they put a catheter on her, they did a CT scan but she still had urine in her bladder. The patient had a catheter in now, with a bag. The patient stated this was the 10th day and it was still not resolved, in getting representative to respond. A follow-up report will be sent if additional information becomes available.